Event description:
Hospital ICU personnel were setting up external pacing for a patient with the device. The device was connected to the patient with ECG electrodes and disposable pacing/defibriallation/ECG electrodes. According to the reporter, the device's display blanked intermittently and it would not pace the patient. A backup device in the unit was immediately called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.